Manufacturer narrative:
Combination product: yes.

Event description:
Clinician reported rv lead monitoring episode. While no noise is seen on actual episode, the nature of the episode indicates short intervals. Short intervals appeared on graphs starting on (B)(6) 2025. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.